Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) level of 34 mg/dl; cause was not known. Reportedly, customer fainted and woke up in an ambulance. Subsequently, customer was admitted into the emergency room (ER). Customer declined to perform troubleshooting. No additional patient or event information was available.